Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 445 mg/dl and 79 mg/dl. No adverse event reported. No test strips are available to be returned. Replacement device and strips were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned